Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service. During a routine replacement procedure the rate sensor was found to be fractured. The physician elected to replace the rate sensor with a new rate sensing lead.